Event description:
It was reported that there was damage to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The pump was out of warranty, and the customer decided to purchase a new pump.